Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy surgical procedure, the system did not recognize the permanent cautery spatula (pcs) instrument. A backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. Has received the permanent cautery spatula (pcs) instrument associated with this complaint and confirmed the customer reported complaint "the instrument is not recognized by any of the arms/system." For clarification, the pcs instrument was recognized but failed mechanical engagement when placed on the system. The pcs instruments' inputs failed to engage with the sterile adapter in multiple attempts. Also the pcs instrument was found to have a broken input disk. Input disk #5 was found in pieces inside of the housing and hairline cracks were found on pitch and grip input disks. The pcs instrument was found to have a broken boss feature on the monopolar yaw pulley. Broken piece of the boss feature is missing as a result of breakage. Size of missing piece is approximately 068 x 102. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. As a result of the breakage, instrument was found to have the conductor wire cap dislodge from its normal position. The cap was not returned. Mechanical indentations were observed on the edges of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. Additionally, the pcs instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing can lead to this failure.